Event description:
The offset connector and bone screw at the iliac bone junction is disengaged. The disengaged parts remain in the patient.

Manufacturer narrative:
Additional part involved: 7 . 5mm x 60mm length monoaxial bone screw part number 62275-60. The offset connector and bone screw at the iliac bone juction disengaged. The disengaged parts remain in the patient. Regulatory affairs was made aware of incident by surgeon who performed surgery.